Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and caller stated that no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed that malfunction did not recur after reset, advised caller to continue using pump, and instructed caller to call back if malfunction codes appeared again, which caller acknowledged and understood.